Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualifications were reviewed, and the product lot met all acceptance criteria.

Event description:
The pt mentioned high blood sugar reading of "high" (greater than 500 mg/dl). The pod was worn for 5 hours. A small amount of blood was reported on cannula.